Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. This report involves the same patient as in (B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the cloudy effluent was not reported. It was not reported if the patient was hospitalized for the cloudy effluent. Treatment for the cloudy effluent event was not reported. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the cloudy effluent event. Additional information was requested but is not available. This is report 1 of 3.